Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. The customer stated that she fell down on the floor, and she was hospitalized for a week. The customer's most recent blood glucose reading was 145mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.